Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a decrease in the longevity of the device due to a suspected overestimation of the remaining longevity by the programmer at the previous follow-up. No intervention was performed as the patient is in palliative care and no longer requires pacing support. The patient was stable with no adverse consequences reported.